Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00370708_1644408-2022-00666; 385-11-506, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Over the years the patient became unstable, so dr decided to do a poly swap to thicker poly.